Event description:
5" fix pin broke in pt's femur while surgeon was attempting to insert pin before procedure. Surgeon reported that fix pin hit im rod during insertion. Broken portion of pin was successfully removed from pt.